Event description:
The customer reported, the system would not produce x-rays and displays a filament error. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and replaced the battery pack. The system operates as intended.